Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated high blood glucose with the insulin pump. The customer called needing assistance uploading the insulin pump. The customer mentioned was disconnected from the insulin pump for approximately a month also, a hospitalization that was not related to the insulin pump. The customer is working with her health care provider regarding blood sugar control. The insulin pump will not be returned for analysis.